Manufacturer narrative:
One intact 10f x 18cm split cath was returned for evaluation. A functional evaluation revealed a small hole, which leaks when the device is flushed, in ther venous extension tube ~ 2.4cm proximal to the hub. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. This family of devices is 100% leaked tested prior to release. The sample was forwarded to the engineering department for evaluation. Images of the leaking area were taken under magnification. The images show mechanical damage of the material. We are unable to determine the cause of factors that may have contributed to this event. Based on historic data this is not a systemic issue and is considered an isolated incident.

Event description:
Hole in extension tubing under clamp.